Event description:
An initial report was rec'd on (B)(6) 2013. The incident was described as "the 24khz microsurgical handpiece was 3 months old and is defective." On (B)(6) 2013, add'l info rec'd makes this incident reportable. The incident was described as "the problem was found during the surgery. The date of the event is unk and the pt was anesthetized. The surgery was delayed as long as it took to make the new hand piece operational." Description about the defect: "at the beginning of the operation the handle functioned normally. After some minutes no output came at the tip. The pt didn't incur an injury."

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.